Event description:
The service center was informed that four patients contracted a cytomegalovirus infection after undergoing a procedure with the facility¿s bronchoscopes. The user facility reported that these were inpatients in the facility¿s burn or respiratory care unit. The patient samples were sent an independent laboratory and cultured positive. As a result, the user facility acquired a sample of the disinfectant flushed from the scope; however, the culture results are unknown at this. The samples from the scopes are being retained at the facility and refrigerated. The scopes were taken out service at that time; however may have been put back into service due to limited inventory. The patient¿s course of treatment is unknown. This is 8 of 8 reports. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. The scope is being retained at the user facility at this time. An investigation is ongoing to obtain additional information regarding the reported event. This report is to account for patient 4.